Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; moisture in the keypad, under responsive up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2016 with the following findings: on investigation, the pump powered on and alarmed with a call service alarm. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Due to the call service alarm not being able to be cleared from the pump, the keypad complaint was not able to be investigated. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper at the case seal. A leak test was performed and failed due a pump case leak. The pump case was cracked on the left side of the keypad (bottom left corner) to the case seal. The pump was opened for further investigation and revealed evidence of moisture on the main printed circuit board (keypad flex and connector).